Event description:
It was reported that this pacemaker system was exhibiting an increase in right ventricular (rv) lead pacing impedance measurements of a non-boston scientific lead. An increase in capture thresholds was also noted. Technical services (ts) was consulted and recommended troubleshooting. This pacemaker system remains in service. No adverse patient effects were reported.